Event description:
It has been reported to philips that the allura xper fd10 system was not working. The system was not in clinical use and no harm has been reported. Philips has opened an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system is not working¿, as he found host pc defective. The philips engineer replaced the host pc, reloaded the software, and updated the license file. After replacement of the host pc and reloading of software, the system was returned to use in good working order. Codes were updated based on the investigation outcome.